Event description:
Customer reported high blood glucose of 479 mg/dl. Customer treated with insulin bolus. Customer also stated that the belt clip and holster are broken. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.